Event description:
The customer reported the system crashed and the user interface right module was defective. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the user interface. The system operates as intended.